Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, the patient underwent tlif at l4-l5. Intra-op, when a surgeon inserted a rod and tried to put a setscrew, he noticed that an extender had come off. The surgeon tried using guide wire and other instruments to connect the extender with a screw again but couldn&#62764; so he removed the extender. The surgery was completed with an alternate extender. The event occurred at right l5. After the surgeon set a sequential reducer and tried to insert a set screw, the concerned extender had come off and could not insert. The product came in contact with the patient. No fragments were remained in the patient. No patient complications were reported. The surgical time was extended for not more than 15 minutes by this event. Update info received on (B)(6) 2015: the event occurred at right l5. After the surgeon set a sequential reducer and tried to insert a set screw, the concerned extender had been come off and could not insert. Sr's comment: correction force was not loaded so much and cannot find any problem in connecting the set screw with the extender.

Manufacturer narrative:
Product analysis: visual review did not identify crack, fracture, or breakage. Functional evaluation with a sample solera mas was able to be manually removed from the instrument tip with the mas at maximum angulation. Optical inspection of the instrument mas engagement features identified material deformation, consistent with overloading of the instrument. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.